Manufacturer narrative:
10 pen needles impacted from lot # 3143611. See section c for additional information.

Event description:
Email information: there is no needle between the pen needle and the drug connection end, causing the patient to have the needle inserted but no medication given. The patient complained that this issue had occurred more than 10 times in the past half year. Sample availability: yes. Sample availability details: physical sample available only.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.